Event description:
I had the essure tubal done on (B)(6) 2011. Since then I have had chronic migraines, chest pains, weight gain, depression, multiple uti's and kidney infections, extreme fatigue, and massive monthly blood loss. The beginning of this year I went into the ER and they ended up not only admitting me, but giving me a blood transfusion because my blood cell count was half what it should be. The doctor said I could've died had I not come in. They have since put me on iron pills and birth control to try and stop the blood loss and get my blood count to go up where it should be. I was supposed to go back in (B)(6) to see if it was working, but have moved my appointment up to next week because I have been bleeding for almost 3 weeks now and having stabbing pains in my abdomen. I am being told the essure device will have to be removed and they are saying I might have to have a hysterectomy at (B)(6).